Event description:
During a routine f/u of the ICD performed on (B)(6) 2011, the following warning was displayed: "warnings: (50) suspected abnormal ventricular lead impedance on 04/08/2011. Low 1 day average criterion: defibrillation system potentially ineffective." However, all f/u data indicated normal impedance value. The user reported several failures of the continuity measurement tests, which was finally successful after many attempts (the successful test was performed at 100 bpm). The physician wants to know if the system is operating properly.

Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.